Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 3 unopened pouches and 3 support cards with a needle and thread broken into pieces. Analysis and results: there are no previous complaints of this code batch. (B)(4) units were manufactured and distributed of this code batch, there are no units in stock. The thread on the open samples received is broken in pieces. Due to this fact the needle was detached. The thread has been degraded by hydrolysis along the time. Without the aluminium foil the root cause of this defect cannot be determined. Tightness test to the sample received has been performed and the unit is tight. Tested the strength and the attachment to the needle of the samples received and the results do not fulfill the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Taking into account that no other customer complaints have been received for this code batch regarding this issue, this is consider an isolated incident and accidental units, the rest of the batch is correct. Final conclusion: complaint is justified. Taken into account that the results of sample received does not fulfill the OEM specifications. Corrective/preventive actions: according to the internal procedures, corrective or preventive actions has been implemented through OEM.

Event description:
Country of complaint: portugal. It was reported from a veterinarian that the suture thread detached from the needle.